Event description:
There is an apparent problem with the resqpod device that allows the timing light to function properly. This timing light is used to time each respiration given to the pt. Associate using device stated "after opening the resqpod, the light would not come on, it was changed out and one that worked was obtained." This issue was identified on two separate devices with the same lot number. The devices were removed from service and sequestered for pick up by the vendor. New supplies were ordered in and stocked in place of the defective devices. No injury or harm came to the pt because of this event. Dates of use: (B)(6) 2011.